Event description:
The facility representative reported an infuso.r. Pump which would not bolus due to an inoperable switch board. This condition has the potential to interrupt delivery. The process step is unknown. It is unknown if there was any patient involvement, patient injury, or medical intervention according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of an infuso.r. Pump which would not bolus due to an inoperable switch board was confirmed and reproduced. The root cause was attributed to a defective printed circuit board switch. The switchboard was replaced to fix the problem. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).the sample was returned for evaluation however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.